Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited an increased sensing integrity counter (sic) with oversensing and jumps in impedances. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.